Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported battery failure. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the pdm (personal diabetes manager) was too hot to touch after 10-15 minutes of being charged. In addition, the patient reported sensing a burning smell near the outlet where the device was charging. There was not anything unusual about the outlet and the battery of the device was not removed or exposed to any heat.